Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to customer: "infusion pump was programmed by the nurse, time and volume. At the end of time programmed, pump alarmed, but we verified that the entire volume had stayed in the bottle. We carried out a new program, in another equipment. There was a delay for the patient of 1h30min."